Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was oversensing on the atrial and ventricular channels of the implantable cardioverter defibrillator (ICD) due to external electromagnetic interference (emi). The device remains in use. No patient complications have been reported as a result of this event.